Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. . No product information has been provided to date.

Event description:
It was reported that the pump switched from micrograms to milligrams during fentanyl infusion. No patient injury was reported.